Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with boari flap procedure; due to sui and injury to the right ureter .

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that the patient underwent incision of mesh on (B)(6) 2003, due to urinary retention s/p placement of tvt. It was reported that the patient underwent hand-sewn end to end descending-sigmoid colonic anastomosis, abthera wound vac placement on (B)(6) 2012, due to open abdomen, colon in discontinuity. It was reported that the patient underwent exploratory laparotomy, abdominal washout, fascial closure with mesh, placement of a wound vac dressing with a white sponge on (B)(6) 2012, due to open abdomen with loss of abdominal domain. It was reported that the patient died on (B)(6) 2012. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-14157. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2017. No additional information was provided.